Event description:
Medtronic received information a terumo solopath sheath collapsed during an attempt to recapture a partially deployed medtronic transcatheter bioprosthetic valve. The valve, sheath, and delivery catheter system (dcs) were removed from the patient via the femoral artery without further issue. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).